Manufacturer narrative:
A device history record (DHR) review was unable to performed as the lead serial number was unknown.

Event description:
It was reported that episodes of oversensing were observed on the right ventricular (rv) lead. As a result, the rv lead was explanted and replaced to resolve the event. Further information was requested, but not yet available. The patient status is unknown.